Manufacturer narrative:
The customer was able to locate the leak and replaced the worn tubing and a broken normally closed pinch valve pv37 to resolve the leak. The customer stated that the instrument was operational and no further leaks were observed. Service was cancelled and a beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. Failure mode of the event is attributed to the worn tubing and a broken normally closed pinch valve pv37, and the issue was resolved by the customer following replacement of the tubing and valve. (B)(4).

Event description:
The customer reported that approximately 10 ml of fluid leaked from pinch valve pv37 of the lh 500 hematology analyzer during startup. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer stated that the instrument did not generate any error messages during the event.